Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 61101be00. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances or deviations associate with lot 61101be00 and complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. A review of field data for alinity s anti-hcv was performed. Overall reactive rates for alinity s anti-hcv, list number 6p04-60 lot 61101be00 across md anderson blood center, USA, applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance of the lot 61101be00 is within product requirements. Based on the investigation, no systemic issue or deficiency was identified. The alinity s anti-hcv reagent, lot number 61101be00 is performing as expected.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results generated on the alinity s processing module for nine donors and/or stem cell patient samples which were nonreactive with the nat ultrio. The donor samples with nonreactive nat ultrio result were confirmed as positive by supplemental testing; however, the stem cell patient samples do not get sent out for supplemental testing. The nine samples were blinded as they were used for a validation study; therefore, it is unknown which of the nine samples were donor samples or stem cell patient samples. The customer provided one example. (B)(6) 2024 sid (B)(6) result = 4.67 s/co (reactive); nat ultrio = nonreactive; no supplemental testing; there was no impact to donor/patient management reported.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results generated on the alinity s processing module for nine donors and/or stem cell patient samples which were nonreactive with the nat ultrio. The donor samples with nonreactive nat ultrio result were confirmed as positive by supplemental testing; however, the stem cell patient samples do not get sent out for supplemental testing. The nine samples were blinded as they were used for a validation study; therefore, it is unknown which of the nine samples were donor samples or stem cell patient samples. The customer provided one example. (B)(6) 2024 sid (B)(6) result = 4.67 s/co (reactive). Nat ultrio = nonreactive. No supplemental testing. There was no impact to donor/patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.